Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc100. This product was used for the di, product code, and 501k. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a connector microclave¿ clear that experienced no flow. The report stated that, on 18-mar-2025, the connector failed to return blood, leaving it stuck in the plug space. It was removed and replaced with a new one without any problems. The product status at the time of event was during use. The device is available for evaluation. There was patient involvement; no harm was reported.

Manufacturer narrative:
Investigation summary two (2) used. List #lat-mc100, conector microclave¿ clear were returned for evaluation. As received a blood residual inside the samples were observed. No additional damage or anomalies were noted. Both microclaves were tested, and internal leaks were observed, sample were dissembled and a tear on the side on each seal was confirmed. Complaint of failed to return blood can be confirmed. The probable cause is typical due to access with an incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The device history record review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
Two (2) used. List #lat-mc100, conector microclave¿ clear was returned for evaluation. As received, a blood residual inside the samples was observed. No additional damage or anomalies were observed. No mating device was returned for evaluation. Both microclaves were tested, and an internal leak was observed. The samples were disassembled, and a tear on the side and partial coring on sample #1 were confirmed. However, no loose particles/material were identified within the used device's fluid path. The complaint of failure to return blood can be confirmed. The probable cause is unknown. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.